Event description:
The local staff was inspecting this c6. When performing an autozero test on pneumatics1, they noticed that the proximal flow sensor qaw readings were ng above 1.0 l/min. What could be the cause of this?

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be defect pressure sensor assembly which was replaced. There was no patient or user harm.